Manufacturer narrative:
Pump had cracked battery tube threads, reservoir tube lip completely broken off and minor scratched display window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece shipped off from reservoir compartment. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced.